Event description:
Information was received that this product was part of a system revision due to infection. During the explant procedure the physician experienced difficulty removing the epicardial left ventricular (lv) lead from the tissue. A forceps was used to rotate the fixed helix, which is considered off-label use. The lead was successfully explanted. There were no additional adverse effects reported.